Event description:
It was reported that the patient presented remotely via merlin.net transmissions. It was noted that loss of capture determined after further testing to be due to functional undersensing was observed on the pacemaker. Programming changes were made. The patient did not experience any symptoms related to the event.